Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pulse generator (pacemaker) right ventricular (rv) pacing impedance has showed irregular increasing spikes, rounding between 500 and 1800 ohms. No noise has been recorded. Technical services reviewed the case and suggested to perform isometrics and if negative results are obtained, to re-program the rv lead to unipolar pace and bipolar sense. No further details were provided. This pacemaker remains in service and no adverse patient effects were reported.